Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the basket was inserted into the bile duct to capture a stone. When attempting to remove a stone, the basket broke. The basket was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code a0401 captures the reportable event of "basket broke up". Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached. The basket wires did not break and was complete with the tip attached. Dimensional inspection noted that the length of the distal and proximal screws were less than the permitted tolerance. Also, the side car rx was pushed back out of specification. Microscope inspection noted that the proximal screw was internally hollow with the tip pushed inward, and the distal screw has a flat tip. The handle cannula has drag marks of the fastening screws. The reported event was not confirmed. Based on all available information, the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula leaving drag marks of the screws as a consequence. Therefore, the most probable root cause of the issue handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The side car rx pushback could have been a consequence of the manipulation or the detachment of the handle cannula. Therefore, the cause code is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the basket was inserted into the bile duct to capture a stone. When attempting to remove a stone, the basket broke. The basket was removed and the procedure was completed with a different device. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information despite good faith efforts.